Manufacturer narrative:
No button error alarm was noted and all of the buttons functioned properly. No moisture damage, corroded keypad traces, or unlocked keypad connector was noted. However, the insulin pump alarmed due to a faulty force sensor resistor. Corrosion was found on the motor home switch. The insulin pump had a cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that she is getting a button error alarm and a motor error alarm. The blood glucose reading is 280 mg/dl. . The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.